Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/11/2019. Device evaluation summary: actual complaint sample can't be returned, 2 packs (23 strands in total, one unopened pack with 15 strands, one opened pack with 8 strands) same batch representative sample from sales returned. The representative samples have been evaluated by appearance and knot pull tensile strength and no issue found. The root cause of complaint can't be determined. We will keep this data for trend analysis and monitor this issue in the future. The manufacturing and batch records have been reviewed and no issue found.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a urological procedure on (B)(6) 2018 and suture was used. During the procedure, the suture broke during knotting. There were no adverse patient consequences reported.